Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with some scratches on lcd lens screen. During analysis, the customer's reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed, the pump was found to be over delivering to the manufacturing specifications: expulsor will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump experienced over infusion. No patient involvement reported.